Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: at this time a company representative is not able to collect samples due to covid-19 concerns. Photos have been requested to aid in the investigation where appropriate. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle size issue occurred before use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "a representative from the clinic reported that she received an email from consumer regarding pen needle issues where they seem to be wider or longer than usual as well as some that are bent to one side. Only with this box. Date of event unknown."